Event description:
An end user reported an issue with an 8f low profile titanium vortex port. During a port placement procedure, the doctor attempted to break the wings on a peelaway sheath in order to advance the catheter; however, the right wing and valve broke immediately. The doctor was unable to properly peel away the sheath, so the sheath was "pulled on" until it was able to be fully cracked and peeled. The procedure was completed and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.